Event description:
Additional information was received. It was reported that the patient would follow up with the healthcare provider if they decide to move forward, but no intervention for the bladder infection was noted. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was given to a manufacturer representative (rep).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the manufacture representative (rep). Rep clarified that the patient never went forward with scheduling the advanced evaluation (ae). Rep clarified that the reported bladder infection was not related to the device. There was no adverse event to report. The device in question that was returned was the controller. The external neurostimulator (ens) was not returned to the rep which is conflicting information from what was previously reported. No further patient complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was not going to move forward with the advanced evaluation because they had a bladder infection. The manufacturer representative did not indicate that there was no medical intervention. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.